Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using the perclose proglide device after a coronary interventional procedure. Reportedly, two hours post procedure, a large hematoma, described as the size of a fist, developed. A non-abbott device was used to treat the hematoma. There was no adverse patient sequela reported. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. In this case, there was no reported product deficiency. The patient effect of hematoma, as listed in the proglide instructions for use, is a known adverse event associated with use of the proglide system and is not necessarily an indication of a product quality deficiency. Although a definitive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a quality deficiency associated with the product. A review of the device lot history record did not reveal any nonconforming material records related to this event. A query of the complaint database was performed for this lot and there does not appear to be any indication of a product quality deficiency.